Event description:
The customer reported that failing cardiac troponin (accutni) calibration results were generated on the synchron lxi 725 system. No patient results were associated with this event and hence there was no death, injury or modification to patient treatment the reagent lot number associated with this event was 121410.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical support (cts) reviewed customer provided instrument assay performance data and identified four consecutive failed calibrations. Cts noted that the relative light units on the failed calibrations were all at the substrate blank level, indicating no reagent was delivered. As part of instrument troubleshooting, cts had the customer unload the accutni reagent pack from the instrument. It was at this time that it was found there was no accutni pack in the assigned position in the reagent carousel. Beckman coulter inc. Access 2 instructions for use section three defines the appropriate means of loading a reagent pack onto the instrument, as well as the ramifications of not utilizing the correct method of loading a reagent onto the system. The cause of this event is use error linked to the misloading of the accutni reagent pack on the instrument. Beckman coulter inc. Previously issued a customer notification in regards to this issue. (B)(4).